Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, during firing on the antrum of the stomach, the device partially fired, the staple line was incomplete on the distal part and the handle broke, but nothing fell into the patient's cavity. Another stapler was used to complete the case. There was no patient injury.